Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unit package was open on the bd¿ blunt fill needle. This event occurred 5 times. The following information was provided by the initial reporter, translated from portuguese: "there were 5 open units of the needle."

Manufacturer narrative:
H6: investigation summary photo received for investigation. Upon visual inspection, it is possible to confirm the incident for the integrity of package seal integrity poor. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Ten retention samples from the same lot were evaluated, no defects or issues observed. As the physical samples were not provided, it is not possible determine the root cause. H3 other text : see h10.

Event description:
It was reported that the unit package was open on the bd¿ blunt fill needle. This event occurred 5 times. The following information was provided by the initial reporter, translated from portuguese: "there were 5 open units of the needle."